Event description:
It was reported that following an ablation procedure, the patient experienced left sided chest pains. The patient was prescribed medications to resolve the deep vein thrombosis (dvt). The event was considered resolved as of (B)(6) 2019. There were no further patient complications reported in relation to this event.